Event description:
It was reported that the customer had an unspecified cartridge issue. Customer went to hospital and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700 - 800 mg/dl with high ketones; cause was not known. Ketone levels were identified as life threatening by health care provider (hcp). Reportedly, the customer had nerve damage, ¿brain fog¿ and loss of consciousness. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and customer was released from hospital on (B)(6) 2023.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.